Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons.

Manufacturer narrative:
Per the clinic, the device was explanted due to decrease in performance. This report is filed on may 14, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on october 22, 2015.